Event description:
While conducting a maximum occlusion test of a devilbiss suction unit, the collection canister imploded and shattered. The suction unit and shattered canister were removed from clinical use and quarantined. Technical support at devilbiss was contacted. At their request the suction unit and canister were returned to devilbiss. No injury was alleged. Incident occurred in (B)(6). Collection canister in question is sold in the united states for use with other medical devices. The defective canister and lid has been returned to the manufacturer (bemis manufacturing) for evaluation. We have inspected and tested samples of our inventory. Testing was conducted at an extreme vacuum of 28 inhg. We have not been able to duplicate the field failure. We believe this occurrence to be any isolated incident.